Manufacturer narrative:
Device was disposed in the hospital.

Event description:
It was reported that after the coil was placed in the aneurysm, the remaining coil which was inside the microcatheter was unable to be advanced. An attempt was made to remove the coil from the patient but it detached prematurely. The coil was retrieved by snare and there were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Based on the information available, it is probably that due to procedural factors encountered during the procedure device performance was limited; therefore, a root cause of procedural factors has been assigned to the event.

Event description:
It was reported that after the coil was placed in the aneurysm, the remaining coil which was inside the microcatheter was unable to be advanced. An attempt was made to remove the coil from the patient but it detached prematurely. The coil was retrieved by snare and there were no clinical consequences to the patient.